Event description:
It was reported that high impedance was detected on a new generator after the previous was replaced due to expected battery depletion. Pre-operative impedance wasn't available due to the battery depletion. Generator diagnostics were performed with the test pin and was within normal limits. Pin reinsertion was attempted multiple times but high impedance didn't resolve. The surgeon believed that the lead was broken. The lead was not replaced during that surgery. The device history records of the patient's lead was reviewed. The lead passed final functional and quality specifications prior to release. No further relevant information has been received to date. No further surgical intervention has occurred to date.